Event description:
It was reported that at implant, the proximal tip of the electrode was twisted on the lead. The physician decided to use the lead because the measurements were normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.